Event description:
It was reported that this right ventricular (rv) lead oversensed noise which resulted in an inappropriate shock and anti-tachycardia pacing (atp). No asystole episode was noted. Data was sent to boston scientific technical services (ts) for their review. A follow up was schedule to perform maneuvers. At this time, the system remains in service. No adverse patient effects were reported. Data was analyzed by ts and it was concluded the noise observed is on both pace/sense and hv electrogram (egm) . Normally, noise on both is an indication of some emi additional information provided by sales representative confirmed this is a only lead issue. During follow up, no changes were made. Additional information was received detailing that this lead continued to present this noise even after the device was explanted and replace due to normal battery depletion. Additionally, high pacing thresholds and high withing range pacing and shock impedance measurements were observed. Lead damage is being suspected, however at this time, it has not been confirmed. Replacement of the lead was recommended. At this time, this lead remains in service. No adverse patient effects were reported.